Manufacturer narrative:
The analysis of the log file confirms the reported behavior as an encoder failure at the ventilator motor is logged for the procedure in question. The device is designed to shut down automatic ventilation to prevent from damages to the system. Manual ventilation is available to the full extent as well as monitoring is. This reportedly allowed the user to complete the procedure without consequences for the patient. The replaced motor has been inspected and tested in the manufacturer's lab. It could be revealed that the motor would not start-up from various positions due to mechanically abraded collector disc. The system was in operation for more than 63.000 hours which explains the accelerated wear and tear. A malfunction of a single component after such extensive use is considered acceptable. The workstation was fully functional again after replacement of the motor and could be released for further use on patients.

Event description:
Please refer to initial MFR. Report #9611500-2015-00281.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that near the end of a case, automatic ventilation stopped working and the apollo alarmed for 'vent fail'. The case was completed using manual mode ventilation and there was no patient injury reported.